Event description:
It was reported from (B)(6) that during pre-surgery check, it was observed that the air pen drive device did not function. This event did not occur during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device the coupling tool side was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a manufacturing process error. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate